Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the balloon on the vasoview 7 xb short port had a hole in it and would not inflate. A new kit was used to complete the procedure. There were no pt effects. The lot number is unk, as the product was discarded.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A device lot history review could not be performed, as the correct lot number could not be obtained. A supplemental report will be submitted if add'l info is obtained. (B)(4).